Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17apr2017 and 24jul2017. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii-IV and seroma.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii-IV, folds, presence of liquid which has worsened in the last 6 months, and hardening by palpation, lateralization and displacement of the implant. Device was explanted.